Event description:
New information notes the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead was explanted. The patient was in stable condition.

Event description:
New information noted the insulation damage the right ventricular (rv) lead was explanted.

Event description:
Related manufacturer reference number: 2017865-2023-95392 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed low defibrillation impedance on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.